Manufacturer narrative:
Testing and investigation at the service center found the device alarmed for check cassette p on power up. The device history contained multiple records of check cassette-p. This was due to a proximal pressures sensor calibration drift. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had a continuous alarm for a check cassette error code. This did not indicate a reportable malfunction. However, during testing at the service center the device pressures sensor was found to have drifted out of calibration.